Event description:
Per territory business manager (B)(6). The unit is alarming due to 4-way valve not shifting and pe valve and pilot operator valve not working properly. Per parts catalog o-ring is recommended to be replaced when pilot operator valve is replaced. (B)(4).